Manufacturer narrative:
Review of the batch related filling and blistering documentation did not show any abnormalities. After the filling operation every syringe is 100 percent visually inspected. No remarks related to this complaint were reported during this inspection operation. No remarks related to foreign materials were reported during the performed in process controls. The end inspection of this lot was found to be complaint. The retention samples were inspected and found to meet with specifications: no foreign materials or defects could be observed. The complaint sample was received, containing a used syringe with cannula and collar screwed up. The unit is entirely wet. Also a small wet tissue was received for evaluation. Inspection of the cannula did not show any defects, which could be related to this complaint. Due to the condition of the complaint sample, the actual foreign particle could not be retrieved anymore. Therefore no further investigation could be performed. Based on the available data, this complaint cannot be confirmed or explained. Additional information was requested by phone and mail on (B)(4).

Event description:
A nurse reported that a thin plastic thread was seen in the patient's eye during cataract surgery. It was immediately removed with no harm to the patient. Additional information has been requested.